Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during trialing of the revision knee with the real tibial tray cemented into place it was deemed a 6 mm cr rp insert trial offered desired stability. At this point a real sz 7 6 mm cr rp attune insert was opened and implanted. It was immediately clear the real insert tension was not the same as the previous trial of the same size. The surgeon removed the real implant and trialed the 6 mm construct again and was again satisfied with the way the trial felt. The real implant was again inserted and found to be less stable than the trial. At this point a decision was made to open a real 7 mm insert and see how that felt and it offered the same stability as the 6 mm trial. Please note, this is a second independent device report for the same patient.

Event description:
Upon receipt dimensional has been added to the product experienced code.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected : d10, h3. Product complaint # (B)(4). Investigation summary: examination of the returned device did not find any evidence confirming the reported event. No product contribution to the reported event was identified. The investigation findings did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.